Event description:
It was reported that before implantation the manufacturer representative (rep) associated the implantable neurostimulator (ins) with the patient handset as usual. Then they tried to program the ins and when they tried to start the warranty they had the error code 00 01 00bb followed by the error code 0x4ea9bc8e. The rep tried three times and it was always the same error codes. To fix the issue, another ins was used and it worked. There were no environmental/external/patient factors that may have led or contributed to the issue. The ins was still sterile and in its original package. The rep tried to reinitialize neurostimulator(s) using the therapy application but that did not fix the issue. The issue occurred pre-operative.

Manufacturer narrative:
Continuation of d10: product ID a71200 serial# unknown product type software, ubd: unknown, UDI#: unknown h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.